Event description:
It was reported that during procedure using the 2nm torque limiting handle, the surgeon thought the torque handle was possible over-torquing. Also under a bright light when the dandle reaches it's torque a puff of white dust comes out of the handel. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The exact date of manufacture is unknown. Device manufacture date is between 11/09/2007 and 06/21/2008. A device history record review occurred. (B)(4) supplier lot # 63294 representative of 3rd party manufacturer (B)(4) stated job file # (B)(4) was reviewed and met dimensional specifications and parts were manufactured and processed per specifications requirements. A manufacturing evaluation was conducted. Third party supplier stated that the internal components had heavy build-up of grease and moisture from the autoclaving process. The wrench was over-torqued by .25nm and was attributed to the buildup on internal components. There was no history on the device to indicate usage of times autoclaved or cleaning cycles. It is believed this would not have been an issue if the parts were cycled through a calibration cycle. (B)(4) indicated the part meets manufacturing specifications and the complaint condition is not related to the manufacturing process. Based on the DHR review and the evaluation performed by (B)(4) and synthes, this complaint is deemed indeterminate from a manufacturing position.